Event description:
It was reported that the bd syringe luer-lok¿ tip had poorly printed scale markings on it. The following information was provided by the initial reporter: "poor printing, broken and defective molding pieces".

Manufacturer narrative:
Investigation: no photos or samples were received for evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are necessary at this time. DHR was performed for the 2 reported lots. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd syringe luer-lok¿ tip had poorly printed scale markings on it. The following information was provided by the initial reporter: "poor printing, broken and defective molding pieces."